Manufacturer narrative:
It was originally reported that the ac cord was pulling from the jacked and the handles were broken with sharp edges. However it was determined upon investigation that the power cord was missing. The power cord missing is an annoyance only issue and would be apparent to the caregiver.

Event description:
It was reported via repair work order that the ac cord was pulling from the jacked and the handles were broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ac cord was pulling from the jacked and the handles were broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Mattress to be scrapped.